Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced unexplained high blood glucose while using the ilet with subcutaneous insulin via pen corrections, with persistent hyperglycemia despite an infusion set change and no carbohydrate intake; the cannula was not bent, and replacements for two infusion sets from lot 37204 were requested. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a device problem or a specific device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.